Event description:
The customer reported that the probe on the ortho provue analyzer failed to dispense the correct amount of red cells into the mts gel cards while performing type and antibody screen testing.

Manufacturer narrative:
The customer reported that the probe on the ortho provue analyzer failed to dispense the correct amount of red cells into the mts gel cards while performing type and antibody screen testing. No definitive root cause was determined concerning the reported incident. However, repairs have returned the analyzer to expected operation. No erroneous test results were reported as a result of this incident. The analyzer posted an error message relating to not finding the gel card, there is insufficient information t link this error message to the reported "no dispense" issue. Malfunction of the instrument could not be ruled out as a contributing factor based on information provided. Provue malfunction cannot be ruled out based on information provided. Nevertheless, if the no dispense issue were to go undetected, it could lead to erroneous test results.